Event description:
The caller reported that a pt had e-mailed him regarding an unspecified size of tracheostomy tube. The pt stated in the e-mail that the cuff was leaking. No other info was provided.